Event description:
It was reported the pt is experiencing persistent pain at his ipg implant site. The pt states the ipg is moving a little under the skin. The incision site looks normal with no redness or swelling. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.